Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 86 mg/dl. Customer stated was canoeing and the insulin pump was inside his pocket. Advised the customer that insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).